Event description:
The facility reported that the device displayed "nothing but artifact" when the device was attached to the patient. The patient's outcome and details were requested, but not released by the facility.